Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability technician; (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis found outer insulation abrasion at 10.8cm from the helix end over the rv cable lumen. Insulation abrasion was also found at 43cm from the helix end over the svc cable lumen. The svc cables were exposed at this location. The abrasions are consistent with that produced by friction with something external to lead.

Event description:
This report is to advise of an event observed during analysis.